Event description:
During a pvc ablation procedure, a perforation of the inferior wall of the left ventricle (lv) occurred which required surgery. The physician was advancing the catheter into the lv and attempting to flip the catheter towards the inferior basal region of left ventricle when they noticed the effusion on ice ultrasound and that the ablation catheter overlay on ice integration was outside the endocardium in epicardial space. Hypotension was noted and vasopressers were administered. A pericardiocentesis was performed and the patient was taken to for surgical repair. No ablations had been performed prior to the effusion. The patient is stable. There were no performance issues with any abbott device.